Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea 25mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and attached to the instrument. However, the safety was observed to be broken. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring and mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged knife blade and broken safety and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: low anterior resection. According to the reporter: the eaa25 device was fired and difficulty with the safety was noted. The instrument cut, it did not staple. The procedure was converted to an open surgery. The case was extended by 45 minutes. There was unanticipated tissue loss, there was no bleeding reported in excess of 500cc, and no reinforcement material was used. Patient status: stable.